Event description:
It was reported that the coronary sinus (cs) lead was attempted to be implanted but not used due to a competitor guidewire being stuck inside the lead. The guidewire was removed with difficulty and the integrity of the lead was then under question. The physician chose not to implant the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4).